Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein ligation procedure performed on june 10, 2025. During the procedure, the bands come out several at the same time. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.